Manufacturer narrative:
Additional information: d9 the product involved in the report has been returned and is being processed for evaluation. All information reasonably known as of 24 aug 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
All information reasonably known as of 04 aug 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The device history record for lot cm0049002 was reviewed and the product was produced according to product specifications. The actual sample from the reported event was returned for evaluation; the sample was received with the inflation line detached from the endotracheal (ett) tube body; the ett did not have a ventilator connector attached. Visual examination of the device revealed the mid area of the tubing appeared partially flattened, (this area included the location of the inflation line detachment); the cuff was attached and appeared to be intact. The area of inflation line detachment was examined under magnification; the area was rough and jagged and the outside of the tubing was marred and scuffed. Additionally, there was a jagged hole on the side of the ett, adjacent to the area of detachment. On the side directly opposite of the tube, it appeared scuffed and marred; however, no hole was present in that area. The detached end of the inflation line was examined under magnification, the end appeared jagged, torn and flattened. The reported event was confirmed as reported; the root cause is undetermined. All information reasonably known as of 20 dec 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(6). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The sample is reported to be available but has not yet been received by the manufacturer. A review of the device history record is in-progress. All information reasonably known as of 12 jul 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury. H3 other text : device not returned.

Event description:
It was reported, the ventilator dependent patient was intubated with the oral endotracheal tube (oett) on (B)(6) 2023, it had been in place for 27 days. The cuff pressure was measured at 15:00 on day 28 and was noted to be well secured (with no dislodgement of the cuff inflation line). The patient¿s parent reported that at 16:25 the cuff inflation line had dislodged; the nurse approached immediately. It was not reported what, if any medical intervention was taken; there was no reported injury to the patient.